Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced thrombus embolization. The target lesion was located in the right superficial femoral artery. The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter. After aspiration was performed using the jetstream, a non-bsc peripheral cutting balloon was used. An angiogram below the knee revealed some thrombus that had blocked off through the run-off the vessels. The patient had a heparinized bunch with 9000 units and then 5000 units and the activated clotting time (act) never got above 200. A 1.85 device were used to go down into the posterior tibial to clean it out and to aspirate the thrombus. There were no further patient complications and the patient's condition was fine.